Manufacturer narrative:
Product event summary: the sheath was returned and analyzed. Visual inspection of the sheath showed that the shaft was kinked at 1.2 inches proximal from the tip. The reported air ingress could not be reproduced. Multiple aspirations and injections were performed without air bubbles or leaks. Also, the hemostatic valve and valve assembly were leak tight. In conclusion, the reported air ingress issue was not been confirmed through testing. The sheath failed the returned product inspection due to a kinked shaft.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a cryo ablation procedure,air was introduced into the sheath. The sheath was replaced and the procedure was completed with the cryo console. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.